Event description:
Complainant alleged that during a routine shift check of the device by a clinician, "defib fault 72" and "defib fault 80" messages were observed when attempting a system self-test. The complainant indicated that there was no patient involvement in the reported malfunction.